Manufacturer narrative:
The event occurred in (B) (6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 100% stenosed, totally occluded de novo lesion was located in the mildly tortuous mid right coronary artery. Access was obtained via the radial artery. Resistance was felt while advancing the 1.5x15mm maverick balloon to the lesion; however, the device was able to reach the lesion. Upon inflating, the balloon ruptured at 2 atms. The procedure was completed with another of the same maverick balloon. No patient complications occurred. Patient status is listed as "good."

Event description:
Customer reportedly received results of 428 mg/dl and 175 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).